Manufacturer narrative:
Date of event: exact date unknown, event occurred a year or more from date manufacturer was made aware.

Event description:
It was reported that the patient's ipg was non functional. The patient underwent an ipg explant procedure. The explanted ipg was discarded.